Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation.

Event description:
The customer alleges that the cannula and stylus failed to separate during a full arrest call. A second attempt made without issue using a different device.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no root cause was determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the cannula and stylus failed to separate during a full arrest call. A second attempt made without issue using a different device.